Manufacturer narrative:
Please refer to the attached report. (B)(4).

Event description:
Reportedly, after three and a half months after implantation, the patient was found with twiddler's syndrome. Consequently, the device was explanted.